Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller "showed ac adapter light on when connected to both batteries". The patient also reported battery switching between both power ports with fully charged batteries. The controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The batteries involved were (B)(4). Analysis revealed that the device passed visual examination and functional testing. The reported ac adapter light when connected to a battery could not be duplicated at the bench level, the controller did not light up when the ac adapter was connected. The premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.